Event description:
Procedure type: nissen. According to the reporter: at the beginning of a lap nissen, a roticulating grasper was opened. As it was being passed to the surgeon they realized the end of the shaft was frayed and pieces of the shaft could potentially harm the pt. The device was set aside to be returned and opened a new instrument. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).